Event description:
It was reported an incident involving user error of the spectrum iq pump. Reportedly, a patient was prescribed a blood transfusion followed by a lipid infusion, where the flow-rate of the blood transfusion was faster than the lipid infusion. When the clinician changed the bags, they selected ¿new patient? No¿. The lipid infusion was delivered at a faster rate than intended. The poison control unit at the facility was contacted; the patient had to be monitored closely to ensure no negative consequences. The reporter said that the patient ¿is ok¿. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. As per the pump¿s operator manual, when a new drug with the same patient needs to be programmed, the user has to select "yes" when prompted ¿new patient?¿. The current report represents a use error that is likely to cause or contribute to serious injury or death if it were to recur.

Manufacturer narrative:
Additional information h10: the spectrum operators manual ((B)(4)) under section 8.6, table 8.1, step 2 instructs: when a new drug is required for the same patient, press the yes soft key. The total given will be reset to zero.